Manufacturer narrative:
(B)(4). Insulin pump passed self test and displacement test. Insulin pump received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failure confirmed in the pump history due to broken trace on keypad assembly.

Event description:
The customer reported via phone call that insulin pump was taking a long time to did fill tubing number of units were not advancing and also stated that called before about her insulin pump not making sound. The customer¿s blood glucose was 184 mg/dl at the time of incident. The customer stated that the they did hear the differences between the two audio beep volumes. The insulin pump will be returned for analysis.